Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient complained of blind spot in center of vision beginning one week post operation for each eye. The lens was explanted and replaced with company lens in a secondary procedure. Additional information was requested, but further no information was available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was returned for analysis. Iol returned in 3 segments in a plastic container. A significant amount of solution is dried on the segments. No further testing can be performed due to severe optic damage. Hcp reported that the event was due to "hyperopic surprise- possible elp was more posterior". The root cause for the reported complaint could not be determined. According to the information in the file the event was due to "hyperopic surprise- possible elp was more posterior". The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating in the surgeon¿s opinion, hyperopic surprise- possible elp was more posterior. Her vision was blurry. Patient's symptoms were resolved. There was no patient harm and patient was not hospitalized as a result of this event.

Manufacturer narrative:
Correction information was provided in b.5, b.6, d.10, e.4, and h.6. The manufacturer internal reference number is: (B)(4).